Event description:
It was reported that the insulin pump alarmed during rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to loose motor drive support disk. Motor was tested out side the device and passed. Unit passed the displacement test.